Event description:
Mw5162109 dated 28 oct 2024 inbound call from mother, she states that the patient has had multiple pen needles break when trying to administer her norditropin 10mg pen. Patient has not missed any doses, but the pen needle broke when her previous dose and is stuck in the pen. The pen has 4 doses left in it. They cannot get the needle out of the pen. Patient is using the pen needle 32g 4mm. Lot # 3304335 this report is in attachments for review. , productcomplaints <productcomplaints@embecta.com> wrote: from: regulatory affairs <regulatory.affairs@embecta.com> sent: sunday, december 1, 2024 9:04 am to: productcomplaints <productcomplaints@embecta.com>; subject: fw: mw5162109 - foi. Please confirm receipt of attached MDR. Thank you. ________________________________ from: FDA originated letters <FDA-originated-letters@FDA.hhs.gov<mailto:FDA-originated-letters@FDA.hhs.gov>> sent: friday, november 29, 2024 3:41:27 pm subject: mw5162109 - foi FDA-wide communication [title: logo - description: FDA: u.s. Food & drug administration] FDA originated letters medical device reporting team division of surveillance support office of regulatory programs office of product evaluation and quality center for device and radiological health u.s. Food and drug administration.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.